Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the patient underwent endovascular repair (evar) and the target lesion located in the mildy tortuous and severely calcified external iliac artery (eia). During the initial inflation at 12 atmospheres for 5 seconds, the balloon ruptured.